Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed a piece of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
The customer reported that the aa4203tl silicone three piece lens was amputated as the surgeon inserted it in the eye. The lens was removed and another toric lens was implanted without any injury to the patient. The customer believes there were loading issues.